Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had message not showing on the pyxis med station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had messgae not showing on the pyxis med station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were not showing. A technical support specialist identified for test patient order 5-73, found two nw hl7 messages were received. The first message was correct, showing both solution and additive in repeating rxc segments, but the second message contained only one rxc segment, which caused pyxis to display only the solution initially. Since the latest nw message overwrote the previous one, the additive was not shown at the top level on the device. However, on the pyxis server, the additive was still present under multi-components and became visible only after selecting the solution. Hl7 messages from the interface side were accurate; the issue appears to originate from rpms and needs to be reviewed on the customer end. The user identified the issue on the pyxis device, only the solution was initially presented to the user. When the user selected the solution, the additive then appeared for removal under the multi-components section. The system functioned as intended after the technical support specialist investigated the issue.